Manufacturer narrative:
(B)(4). This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm vticm5_12.6, -1.50/1.5/138 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Lens was removed and during removal of the lens (intraoperatively) the lens tore. There was patient contact (lens touched the eye) with no patient injury. This resolved the problem. Cause of the event is reported as user error. A new lens was implanted on (B)(6) 2020. Reportedly, "patient is happy."

Manufacturer narrative:
Additional information. H3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim# (B)(4).